Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05370. On (B)(6) 2015, the patient underwent an implant procedure. During the procedure, the doctor experienced difficulty implanting the leads to due anatomical issues along with stimulation being received in an unintended area. As a result, the procedure was abandoned.